Manufacturer narrative:
Sjm could not evaluate the device involved in this incident since the device remains implanted. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation are inconclusive since the product remains implanted.

Event description:
An 18mm amplatzer cribriform occluder (aco) was implanted successfully; however, later the same day the patient experienced first degree heart block. The patient was treated with steroids, was hospitalized for two days, underwent additional ekgs and was monitored using a holter monitor. The results of the holter monitor revealed the patient's condition had returned to normal. It is unclear if the heart block was caused by the device.